Event description:
The customer reported that when her insulin pump hits 20.0 units left her blood glucose goes to 500mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The customer did feel horrible, had nausea, and excessive thirst. Assisted the caller to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The customer stated that currently her blood glucose is 575mg/dl, and she is going to the hospital. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.